Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the gastrointestinal bleed (gi) was a recurring gi bleed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient experienced a gastrointestinal bleed (B)(6) 2024. The endoscopy and colonoscopy did not reveal a source of the bleeding. They patient continued to be maintained on coumadin and their aspirin was discontinued. The gastrointestinal bleed resolved. A trial of heparin caused worsening of the patient's cerebral bleed (MFR # 2916596-2024-06899). Due to a hemorrhagic stroke (MFR # 2916596-2024-06899) the patient would be maintained off of anticoagulants.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.